Manufacturer narrative:
No lenses were returned for evaluation. The complaint is unconfirmed.

Event description:
Coopervision was made aware through swedish regulatory authority; a patient presented with irritation and red eye to eye care practitioner (ecp). Onset of complaint is unknown; first ecp visit was (B)(6) 2013. Biomicroscopy findings noted the left eye unremarkable. Right eye is noted as severe corneal infiltrates, moderate limbal and bulbar injection, and mild epithelial edema. Diagnosis is central corneal ulcer/infiltrate. Ecp noted that it is not known if intervention to preclude permanent injury was required. Patient outcome is unknown. Chloramphenicol and levofloxacin were prescribed. The lens was not returned for evaluation. The complaint cannot be confirmed. This is reported in abundance of caution.